Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a decrease in the shock impedance measurement. It was noted that the value at implant was 35 ohms, but now was down below 30 ohms. No error message was recorded by the device, but the physician wanted to ensure there was no integrity issue. Device data and x-rays were submitted to technical services for review. The x-rays show appropriate device position on the left side of the heart. The device appears to be slightly anterior compared to the mid-axillary line. The electrode is in left parasternal position. There is no adipose tissue that could be observed between the electrode and the patient's sternum. From both x-rays, the patient appears to have a low bmi, which can contribute to having a low shock impedance measurement. To test the integrity of the system, isometrics maneuvers and vigorous patient motions could be performed, as well as the delivery of a maximum energy shock. We have experienced some cases where low shock impedance measurements between 25-30 ohms was related either to a small chest anatomy (e.g., pediatric cases) or a presence of body fluids in the shock pathway. It was later reported that the patient received six appropriate shocks over six episodes for an arrhythmia and was hospitalized. Technical services reviewed the episodes and confirmed the device appropriately detected the arrhythmia and the delivered shocks successfully converted the arrhythmia. In the first episode, the shock impedance was low, out-of-range at 22 ohms while the remaining shocks were in range at 27-29 ohms. It was noted the r-wave amplitudes were very small during the arrhythmia. The time to therapy varied between 18 seconds and 51 seconds. The physician was concerned about the low impedance value and requested a conference call with the local distributor representative and boston scientific's technical services to discuss the next steps for this patient and device. No adverse patient effects occurred related to the low impedance issue and the device and electrode remain implanted and in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a decrease in the shock impedance measurement. It was noted that the value at implant was 35 ohms, but now was down below 30 ohms. No error message was recorded by the device, but the physician wanted to ensure there was no integrity issue. Device data and x-rays were submitted to technical services for review. The x-rays show appropriate device position on the left side of the heart. The device appears to be slightly anterior compared to the mid-axillary line. The electrode is in left parasternal position. There is no adipose tissue that could be observed between the electrode and the patient's sternum. From both x-rays, the patient appears to have a low bmi, which can contribute to having a low shock impedance measurement. To test the integrity of the system, isometrics maneuvers and vigorous patient motions could be performed, as well as the delivery of a maximum energy shock. We have experienced some cases where low shock impedance measurements between 25-30 ohms was related either to a small chest anatomy (e.g., pediatric cases) or a presence of body fluids in the shock pathway. It was later reported that the patient received six appropriate shocks over six episodes for an arrhythmia and was hospitalized. Technical services reviewed the episodes and confirmed the device appropriately detected the arrhythmia and the delivered shocks successfully converted the arrhythmia. In the first episode, the shock impedance was low, out-of-range at 22 ohms while the remaining shocks were in range at 27-29 ohms. It was noted the r-wave amplitudes were very small during the arrhythmia. The time to therapy varied between 18 seconds and 51 seconds. The physician was concerned about the low impedance value and requested a conference call with the local distributor representative and boston scientific's technical services to discuss the next steps for this patient and device. No adverse patient effects occurred related to the low impedance issue and the device and electrode remain implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of shock impedance low within normal limits was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.